Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the no audio condition which was observed at power up. The evaluation found the impedance changes when pressure was applied to the speaker wires, causing a no audio condition. The rear case assembly (including the speaker) was replaced to correct this condition.